Event description:
Pump was sold as waterproof. Disetronic has recalled the pump but they refuse to do anything about it. And now there is another recall on their insulin cartridges used in the same pump and they only want to replace 15 of them.